Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and side affects in face which felt like shocking. C/0 1672 and 12, c/1 445 and 26, c/2 445 and 26, c/3 >2000 and 11ua programmed at 0-2+,120/185 and 2v. One thousand three hundred and forty 0/2 1347 and 13ua, 0/3 >2000 and 9ua, 1/3 1467 and 12ua, 1/2 100 and 76ua short circuit with 1/2 need to establish integrity with 3 reviewed programming options. Battery at 3.72v. Additional information was requested.